Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H4, h6 manufacturing location: monument, manufacturing date: 19-nov-2021, part number: 04.503.104.01c, ti matrixneuro screw self- drilling 4mm, lot number: 504p438 (non-sterile) . One piece was scrapped in cell at op #100, clip pack, for error-process error. Three pieces scrapped at op#100, clip pack, for quantity-count under. Production order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet, inspect dimensional / final inspection ns030599 rev ak met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and all components used met current defined requirements. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00, lot number: 68p5911. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 23-jun-2020 was reviewed and determined to be conforming. Lot summary report dated 31-aug-2020 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: screw breakage. This case is from the health authority. It was reported that during the surgery, the screw was broken, the broken part was embedded in the skull, and after damaging part of the skull, the broken part was removed and continue the surgery. There was no surgical delay. The procedure was successfully completed. No other medical intervention required. No additional information could be provided. This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is report 1 of 1 for complaint (B)(4).